Event description:
According to the report, bioglue was used in a procedure. Subsequently, the surgeon found a "punch hole" on the patient's aorta.

Manufacturer narrative:
This investigation is currently ongoing. Any additional information will be provided in the follow-up report.

Manufacturer narrative:
According to the report, bioglue was used in a procedure in (B)(6) 2012. Subsequently, the surgeon found a "punch hole" on the patient's aorta. A "great" amount of bioglue was used and the surgeon did not protect the surrounding tissue with gauze. On (B)(6) 2013, a bentall procedure was performed for reoperation. Samples were collected during the reoperation and sent to cryolife for further evaluation. It is unclear exactly what was meant by "punch hole." However, it appears there was a significant time lapse between the discovery of the alleged "punch hole" and reoperation. An emergency surgery to repair the "punch hole" was not necessary, which makes the reported observation more difficult to discern. Pathological examination of the samples showed multiples fragments of hypereosinophilic amorphous material consistent with bioglue and nothing unusual was found. The fact that the surgeon used a "great" amount of bioglue could suggest that the tissue was very fragile and that the surgeon was attempting to reinforce the tissue with bioglue. If this were the case, it is possible that the condition of the tissue was the cause of the reported event. However, with the available information, no definitive conclusions can be made. Nevertheless, there is nothing to suggest that bioglue contributed in the development of the alleged "punch hole."